Event description:
Boston scientific received information that this patient had a pocket revision done because of a device migration. The physician completed the pocket revision without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.